Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : quantity manufactured: (B)(4) , date of manufacture: 10th november 2017 , any anomalies or deviations identified in DHR: none , expiry date: 31-october-2027. , IFU reference: 090200769.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of an lcs lrg, lrg inlay 10mm and tibia size 5, and femoral component. Patient received an wc size 5, 15x30 stem, tibia size 4, 13x30 mm and inlay 15mm. Please note that during removal the cone from the inlay was knocked off. The patient was revised for progressive instability. The femoral component, tibial tray, and insert were revised.